Event description:
It was initially reported that while unpacking the disposable hexagonal polypectomy snare for a procedure, the snare loop failed to extend. When actuated, strong resistance was felt and the loopwire couldn't extend from the sheath. The procedure was completed with another of the same device. There was no patient contact. There were no patient complications reported and the patient's condition at the conclusion of the procedure was good. However, based on the device analysis, this event has been deemed reportable.

Manufacturer narrative:
A functional evaluation revealed the loop extension/retraction was within specifications during first tries. However, after opening and closing the unit several times, the catheter of the device detached from the handle. The connections were checked and everything appeared ok. The catheter broke but not in any connection. Rough actuation of the handle was felt. A visual examination revealed the catheter of the device was broken after several tries opening and closing the loop of the unit. Once the catheter was disassembled, it was noted that the catheter broke in several parts; some very small. Additional analysis indicated that the damaged section of the catheter was cut in order to obtain an undamaged section. The handle cannula of the device was passed through this undamaged section of catheter, simulating the normal movement of the device during use. It was noted that the handle cannula was making some scratches in the internal wall of the catheter. Then a new handle cannula was passed through a new undamaged section of catheter and no problem was found. It is believed that the handle cannula is causing a rough actuation of the handle, also causing a difficult extension of the loop from the catheter. Root cause of the failure of the handle cannula is believed to be related to supplier manufacture. A device history record review was performed and no issues were noted.